Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2022, during a procedure the cement was leaking out next to the device and not enough cement was getting into the syringes that are used to fill the vertebral body, afterwards. In this case, only 3 ml of cement was needed and was squeezed out somehow, so no new device had to be opened. No patient harm a slight inconvenience in the procedure. The cement was of right material, but there was a problem in closing the mixing device, which could have caused the leakage. This report is for one (1) sistema de cemento vertecem v+ . Esteril. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part #: 07.702.016s, lot #: 1f53411, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: june 2, 2021, expiration date: june 1, 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This was a posterior spinal lumbar fusion of degenerative spine. There was no surgical delay. The procedure was completed successfully. The patient outcome is also very good.